Event description:
A report was received involving a mayfield skull clamp which was described as follows; a patient was prepped for an anterior posterior fusion / 360. The patient was positioned "anterior-supine on the jackson table, with gardner wells tongs and traction then posterior- prone on the jackson table with mayfield and pins. Pin applied at 1430. Removed approximately at 2140. Mayfield disposable pins - integra ref# (B)(4) lot# unknown size - adult at the end of surgery the drapes were removed, anesthesia noticed the patient's nose was touching the frame of the jackson table. We turned the patient supine on to the operating room stretcher. The mayfield and pins were removed. At this time a one inch laceration was noticed on the patient's left parietal area. The area was stapled."

Manufacturer narrative:
To date, the device involved in the reported incident has not been received for evaluation. An investigation has been initiated based upon the reported information.